Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found sc connector tear in seal near guide ring. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, (B)(4), product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had increasing dose due to increased spasticity. There was no response to increased or decreased dose. Continued dose increases did not help and bolus doses provided minimal benefit. The catheter removed on (B)(6) 2014 for an unknown reason. A rotor study was not performed. The patient spasticity and dystonia were poorly controlled. The cause of the event was unknown, but was attributed to the catheter. Later it was reported that there was a failure to aspirate the side port. The location of the catheter issue was unknown. At the time of the event the patient was taking oral valium, oral/g-tubebaclofen, lamotrigine, zonisamide, miralax, clonazepam, and cyproheptadine. The patient had no injury and recovered without sequela. The pump was used to infuse lioresal.